Event description:
It was reported that the patient had low voltage alarms while connected to the mobile power unit (mpu) at home. The log file did not capture the reported low voltage alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: device implant date incorrectly included in previous report. Device implant date is not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of low voltage alarms was unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (08nov2022 ¿ 10nov2022 per timestamp). The log file did not capture any low voltage alarms. There were no notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking for the serial number of the mpu, if the cause of the low voltage alarms was identified, if the alarms resolved, and to provide any troubleshooting steps; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.